Manufacturer narrative:
Failure analysis (fa) lab received faulty flow meters. During adjustment, the flow meter jumps readings making it impossible to get certain settings. During visual inspection of the flow meter itself, the tubing that came with it does have discoloration. This is due to some sort of liquid substance that can get into the meter itself and cause these abnormalities. The faulty flow meters along with other fixtures and tubing were scrapped.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement flow meter, polyurethane tube, connector, and swivel elbow. A return goods authorization (rga) number was also issued for the return of the alleged faulty parts for eval. The alleged faulty parts were received on 07/17/2015 and were routed to the carefusion failure analysis lab for eval. As of 07/24/2015, eval is anticipated, but has not begun.

Event description:
This complaint originated from an international distributor in japan. The distributor reported that it is difficult to set flow on the CPAP flow meter, because the float does not stabilized. The distributor evaluated the unit and found that there was oil in the tube of the CPAP flow meter and water trap. According to the distributor, this issue occurred within a year after the unit was delivered to the hospital. The requested replacement parts and offered to return the alleged faulty parts. The distributor did not indicate whether there was any pt involvement during this incident.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, additional information was provided by the customer regarding patient involvement. There was no patient involvement at the time of the reported issue.